Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the customer's insulin pump runs out of battery for less than 24 hours. Customer reported low battery alarm and short battery life. The insulin pump was returned for analysis.